Manufacturer narrative:
Despite extensive testing, it was not possible for the manufacturer to reproduce the observed incident, leading to the conclusion that it occurred under a very specific sequence of events. The manufacturer is also not aware of a similar incident. Nevertheless, the data impacted in the simulation plan that caused problems for the user were found to be non patient critical (they are used as a display support, and do not adjust or affect planning data or treatment-time tracking), and are therefore not likely to contribute to a serious injury. Note: code 4316 was used because we could not identify a code for a non-reproducible malfunction. This issue was not an adverse event.

Manufacturer narrative:
A simulation plan was initially created using a small tumor contour. Later, the doctor requested a larger volume, prompting a second simulation plan. After loading the second plan, the system continued using the original simulation plan, causing data mismatches between ucc and precision. Attempts to fix the issue included creating a third plan without simulation and re-importing CT scans with new uids. An engineering investigation was opened under an anomaly to assess associated risks. No patients were harmed, and the investigation is ongoing.

Event description:
The system kept using the old simulation structures, and not the one used in the plan.